Event description:
It was reported that catheter fracture occurred. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, the physician noted that the device was fractured 4cm from the distal end. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. On visual inspection it could be seen that the shaft was broken 10cm from the hub of the microcatheter and the inner liner was exposed 10cm in length. A coating test was carried out to check the presence and integrity of the coating. It was observed of the test had presence of coating damage (black shiny marks appeared along the shaft) was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter fracture occurred. A 135/10 renegade hi-flo kit was selected for use. During unpacking, the physician noted that the device was fractured 4cm from the distal end. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).